Event description:
It was reported, the subject device had no image displayed. The issue was found during preparation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. No screen appears (communication error e226). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that "no screen (communication error e226)" occurred because the video function did not function properly due to the cable/ccd failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.